Event description:
It was reported that while in use on a patient the ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all performed tests were passed.